Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented recently emergently with abdominal pain. A CT revealed that the aneurx bifurcated stent graft had migrated distally into the aneurysm sac and there was a proximal type I endoleak. The physician elected to implant a 36x14x102 endurant aui device below the left renal artery extending into the aneurx device and a fem-fem bypass was performed. The endurant stent graft was placed perfectly below the renal artery however there was a slight type I endoleak still persisting. The physician stated that the patient had been on blood thinning medication before presenting and with heparin administered the physician felt it would probably resolve. The physician stated that the cause of the event was disease progression in the proximal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.